Manufacturer narrative:
D6: device returned with no lot identification. Based upon the inquiry info received, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly produced "staple line bleeding" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specification. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specifications.

Event description:
It was reported during a laparoscopic assisted vaginal hysterectomy a tsw35 was used. On the fourth firing the staples fired, however, the uterine artery bled profusely. The vessel was clipped using an endoclip to stop the bleeding. The case was completed in the usual fashion. There was no consequnece to the pt.